Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the worsening pvl cannot be determined; however, cardiac remodeling could be a contributing factor. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. (B)(4).

Event description:
Approximately 1 year and 1 month post tavr procedure, the patient received a 2nd 26mm sapien 3 valve. As reported, the initial tavr procedure was successful with placement of the valve in 60:40 aortic/ventricular position and no paravalvuluar leak (pvl) was noted. The patient presented with increasing shortness of breath (sob) and a heart cath revealed unchanged cad with a dilated lv. Moderate to severe aortic insufficiency was reported with paravalvular leak noted on the aortogram. An echo was performed and confirmed moderate to severe pvl. The decision was made to place a second valve. The patient was stable throughout the procedure.